Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with slow ventricular tachycardia. The patient received 3 high voltage shocks while in the hospital. Upon interrogation of the implantable cardioverter defibrillator, the patient was in stable ventricular tachycardia but was not appropriately receiving therapy due to the rhythm being labeled as bigeminy. There was not a way to program around the bigeminy detection. The patient was given new medication and ventricular tachycardia ablation was discussed. The patient was stable.